Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient started coughing and hemoptysis occurred shortly after the cardiomems delivery catheter was retracted. It was suspected to be related to pulmonary artery perforation. The patient was intubated and successfully underwent coil embolization treatment. The patient was transferred to the intensive care unit in stable condition. Additional information was requested but has not been provided by the healthcare provider.

Event description:
A perforation in the distal left pulmonary artery branch was confirmed via angiogram. It was confirmed by the physician that the cause of the perforation was the boston scientific v18 0.018" x 300 cm guidewire slipping too distally. The patient was discharged home on (B)(6) 2025.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the device was not returned for analysis. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.